Event description:
The nurse of a facility reported to baxter (B)(4) that a dehp free solution administration set, with injection site and 3 way stopcock, had a leak that was observed by the operator at the level of the luer lock. The luer lock was disconnected. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. The defective sample was returned at the plant for evaluation. The returned unit was visually checked and the sample's analysis showed that the tubing was separated from the chamber; however, the luer lock was connected to the tubing and no issue was detected at that junction. The involved raw material parts were also tested in the laboratory for dimension and no issue was detected. No other test was performed. The assignable root cause of the reported condition is unknown. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.